Event description:
The customer reported that a pt received 1st and 2nd degree burns over 10% of his body. The burns were to the pt's back, rear area of the right thigh and buttocks. The procedure was a laparoscopic cholecystectomy. The non-covidien return electrode was placed on the front right thigh, and the pt was in the supine position during the procedure. The generator was set at 18 bars. The pt's burns were treated with furacin and linetol. Because the pt's burns were discovered post-operatively, the site is uncertain at what pont in the procedure the burns occurred.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date, it has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.